Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11567. Related manufacturer reference number: 2017865-2020-11568. It was reported that the patient presented to the emergency room with pocket erosion. Both the pacemaker and leads were exposed. It was noted that the patient has a history of dementia and was picking at the scab and exposed the device. Physician suspects the patient to have twiddler¿ syndrome. The device and leads were explanted. The patient was in stable condition.